Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c calcium result included a review of data provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. The customer retested the sample with the same reagent and result was normal. Quality controls were in range at the time of the discrepant result, indicating the assay is performing as expected. The customer advised that the sample was hemolyzed. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for alinity c calcium reagent lot number 00145un25, was identified.

Event description:
The customer observed a falsely decreased alinity c calcium result for one patient. The following data was provided (customer¿s normal range is 8.4-10.2 mg/dl): sample ID (B)(6), initial result, on (B)(6) 2025, was 4.6, repeat result was 8.8 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity c calcium result for one patient. The following data was provided (customer¿s normal range is 8.4-10.2 mg/dl): sample ID (B)(6) initial result, on (B)(6) 2025, was 4.6, repeat result was 8.8 mg/dl. There was no impact to patient management reported.